Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the needle holder grasp end came apart during an unspecified procedure. The device was replaced with a secondary needle holder and the procedure was completed successfully. No further information was provided. There were no reports of patient harm.